Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. The drive support disk was inspected and no anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0874 inches. Device received with stained end cap sticker, stained address or serial number label and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the act button was not responding unless pressed multiple times and it is hard to press and customer alleging possible pump under delivery. The customer¿s blood glucose was 200 mg/dl and 300 mg/dl and other blood glucose were 150 mg/dl to 200 mg/dl. Customer reports damage to the drive support cap. The customer also report that the time was advancing. The customer state that the screen of the insulin pump was black on the left had side and they are unable to see a portion of the screen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.